Event description:
A malfunction was reported on a pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The malfunction code was identified as malf 6, and the customer was assisted in resetting the pump. The issue did not recur, and the customer was advised to continue using the pump and to contact support if the problem reappeared.